Manufacturer narrative:
Additional narrative: a product investigation was completed: the synapse system is an enhanced set of instruments and implants, including clamps, top loading variable axis screws, hooks, transconnectors, and transverse bars and rods, designed for posterior stabilization of the upper spine. The implants provide the flexibility required to accommodate variations in patient anatomy. One ti transconnector locking screw (part 04.614.522, lot and manufacturing date unknown; part 1) was received. One angled ti top loading transconnector/large (part 04.614.552, lot number 7942954, manufacturing date 03mar2015; part 2) was received. And one ti transconnector locking nut 7.5mm (part 04.614.521 lot and manufacturing date unknown; part 3) was received. Upon receipt of the complaint devices it was noted that the locking nut was cross threaded onto the locking screw and the angled tranconnector was stuck to the locking screw. Therefore this complaint is confirmed. Part 1: due to unknown manufacturing date the latest accessible drawing was reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used and handled as recommended. The most likely root cause was the screw not properly inserted into the nut leading to the cross threading of the device. Part 2: the relevant drawing was reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used and handled as recommended. The most likely root cause was the screw not properly inserted into the nut leading to the cross threading which in turn made the screw to become stuck onto the transconnector. A device history record review was launched and it stated that no issues documented during the manufacture that would contribute to this complaint condition. Part 3: due to unknown manufacturing date the latest accessible drawing was reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used and handled as recommended. The most likely root cause was the screw not properly inserted into the nut leading to the cross threading of the device. The most likely root cause was the screw not properly inserted into the nut leading to the cross threading which in turn made the screw to become stuck onto the transconnector. The instrument design did not contribute to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional patient information: patient¿s height is reported as 6 feet, 1 inch. (B)(6). The associated device product code (nkg) for ¿orthosis, cervical pedicle screw spinal fixation¿ could not be populated in the applicable field. Additional product code: kwp. Device was not implanted or explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a posterior fusion procedure of the cervical spine at c2-t1 on (B)(6) 2015; it is unknown which level the transconnector was placed at. The surgeon successfully placed the synapse screws, rods, set screws, angled cross links, and outer nuts. However, during final tightening at an unspecified spine location, the surgeon felt cross-threading. While making adjustments to the construct, the surgeon assessed that the set screw had backed out. It was removed due to binding/stripping. The set screw was replaced with a similar implant. A straight transconnector was implanted in the patient because another angled transconnector was not available in the evaluation set. The procedure was successfully completed with a five (5) minute surgical delay. The nut was cross-threaded onto the screw and the screw was stuck to the transconnector. This is report 3 of 3 for (B)(4).